Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient received one inappropriate shock. The device's sense vector had been programmed to secondary at 1x gain. Delivery of the inappropriate shock occurred at 11:48 am. A rather large signal was properly sensed by the device (base to peak about 3mv). Additionally, there is some "choppy" noise in the electrogram where the device noise is oversensed. Some of the complexes are labeled as noise. The noise ends but the device continues to double count (likely the t-wave) which is then followed by inappropriate shock delivery. The device's smartpass is still enabled. The technical service's consultant suggested evaluating what the patient was doing at the time of inappropriate shock delivery. The technical service's consultant was informed that this was the first shock delivery since implant. Boston scientific received information from the local representative that isometric testing was undertaken. When the patient was pushing and pulling their hands together, electrogram noise was reproduced with the sense vector in secondary and alternate. The device was re-optimized and the device selected a primary sense vector. Defibrillation threshold testing was repeated in primary. The defibrillation threshold test was successful at 65 joules. There were no patient adverse effects.